Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 528 mg/dl. The customer had symptoms such as feeling tired and treated with insulin pump. Customer's parent reported that the high blood glucose levels began on (B)(6) 2017 at 9am. Troubleshooting was performed. The customer's parent stated they went through the drive support cap appeared normal. The customer declined to check for leaks or air bubbles. The insulin pump passed the high pressure test. There were issues with the infusion sets. The infusion set will be returned for analysis.